Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm during testing noted. The motor passed motor test. The pump was received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error alarm. The customer's blood glucose level was reported to be 486mg/dl. It was reported that the customer was not able to give themselves insulin. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.